Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) delivered unnecessary shocks for supraventricular tachycardia which exhausted therapy in the vt zone. There was report at the end of the episode there were no more markers. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.